Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she had to call the paramedics due to the low blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 42 mg/dl and sensor glucose was 200 mg/dl at the time of call. The customer stated that she treated the low blood glucose. The insulin pump will not be returned for analysis.